Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced two supply changes during which no drops were observed while priming, and insulin leaked into the chamber when the cartridge was connected to the infusion set connector outside of the ilet. Symptoms included no reported adverse clinical effects and no change in blood glucose since the events occurred during a supply change. Outcomes included replacement supplies shipped and user education provided on correct supply change procedure. Investigation included troubleshooting by reviewing the user¿s change process. Investigation of this case revealed an infusion set connection performed outside of the device, consistent with an infusion set deployed or attached incorrectly, which likely caused leakage at the connector interface. It was concluded, based on previously established findings for similar reports, that user technique was the likely cause.